Event description:
On 10 apr 06, the caller got a reading of over 200 mg/dl on her adc device without realizing that the units have changed from mmoi/l to mg/dl. The caller administered insulin for a reading or 200 mmoi/l and shortly felt symptoms of hypoglycemia. She was brought to the hospital where they go a reading of 2.3 and 1.3 mmoi/l on the hcp meter. The caller did not state how much insulin was administered prior to the hypoglycemic event.